Event description:
Procedure: lobectomy. The stapler fired would not open. The surgeon had to cut around the tissue to remove the stapler. More tissue than necessary was cut. No further pt injury was reported.